Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Product location unknown.

Event description:
Legal counsel for patient reported that patient underwent a right hip revision procedure approximately nine years post-implantation. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative notes reported revision due to pain and synovitis. During the revision procedure, metal debris and no wear or loosening of the cup were noted. The head was removed and replaced and a poly bearing was implanted.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Concomitant medical products - m2a magnum acetabular cup, catalog#: us157854, lot#: 457550; bi-metric femoral stem, catalog#: x180311, lot#: 012660; m2a magnum taper adapter, catalog#: 139259, lot#: 830940.